Manufacturer narrative:
Sections with additional information as of 30-sep-2024: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-062: user had poor technique.

Event description:
Consumer reported complaint for error message (e-3). During the call, a blood test was performed by the customer non-fasting and produced test result of hi using true metrix meter. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/30/2024 and open vial date is 05/31/2024 the meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note; manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer